Event description:
The customer reported the dxc 500 au clinical chemistry analyzer generated false high cerebral spinal fluid (csf) glucose results with %, f, and hh flags on survey patient samples and test samples used for comparison. The customer confirmed that the samples in question generating the %, f, and hh flags were related to survey samples which were not used for diagnosis. There was no delay in results or sample processing as the customer indicated they had a contingency plan in place. There was no report of change to treatment, injury or death associated to this event. Per dxc 500 au chemistry analyzer instructions for use (IFU) guide c24569ab, chapter 11, page 11-8 to 11-9. Flag ¿hh¿: the result is greater than the configured critically high threshold. Flag ¿f¿: result is higher than the analytical measuring range. Flag %: clot detected.

Manufacturer narrative:
This report was changed from reportable to non-reportable event. Upon further investigation, it was confirmed that the samples in question generating the flags were related to survey samples only and were not used for diagnosis. There was no delay in results or sample processing as the customer indicated they had a contingency plan in place. A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the dxc 500 au clinical chemistry analyzer. The fse inspected the analyzer and determined the cause of flags for glucose csf results was due to use error. There is no evidence of a system malfunction. The customer is using csf (cerebral spinal fluid) methodology for glucose which is not validated on the dxc 500 au clinical chemistry analyzer. The beckman coulter internal identifier is (B)(4).

Manufacturer narrative:
Beckman coulter customer technical support specialist (cts) reviewed parameter settings for glu and confirmed the correct unit of measurement as mg/dl. The cause of the delay in patient results with % values cannot be determined with the available information. Global product technical support (gpts) is investigating further into the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported a delay in patient testing after manually programming glucose (glu) and urinary/csf protein (ucsfp) survey samples which generated results as % values with ¿f¿ flags, involving the dxc 500 au clinical chemistry analyzer (pn c63520, sn (B)(6)). There was no report of injury, death, or change in treatment or diagnosis related to the reported issue and there was no report of harm for a patient, an operator or any other person. The customer did not provide patient demographics.